Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the cannula pump was making a "knocking sound" as it rotated. The fse replaced the cannula pump and was able to run controls successfully. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing positive control lower than the lower limit on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.